Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak and they were unable to intubate. The customer stated they observed a hole in the balloon. The customer indicated that the patient had a replacement of the tube. Another unit was observed to have a hole and reintubation was done. The customer reports that the holes may be the result of something anatomical.

Manufacturer narrative:
This report 2936999-2019-00147 was sent in error as a duplicate for MFR report number: 2936999-2018-00704, any additional information received in the future will be captured and submitted under the report number 2936999-2018-00704. If information is provided in the future, a supplemental report will be issued.